Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported. Pt #1 2006 intratio: 1.3, lab:2.2.

Event description:
Pt. #2 1/25/06; inratio: qc error; lab: 4.6

Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported. Pt #2 2006 in ratio: qc error, lab: 4.6.

Manufacturer narrative:
Pt1: discrepant results-per tr 0150, the calculated mean of the inratio meter and comparative system inr is 1.75. The confidence limits for this mean are 1.3-2.3. The reported inr values from the complaint were 1.3 and 2.2. Both values are not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing is required at this time. Pt2: qc errors-qc errors are designed to be generated if the strip has been exposed to adverse environmental conditions. There is no information in the complaint to indicate strip exposure. The % of total errors for these lots is 0.03%; well below the threshold of 0.05% indicating there is no problem with these lots. A certain % of these errors are expected due to the method of control setting. These typically occur only once i.e. The next strip provides a result. These errors also arise if there is a sampling or technique problem. This complaint will be closed as a sampling/technique problem as the errors appeared to be repeated and occurred on more than one lot. This failure mode will continue to be monitored to determine if corrective action is warranted.